Event description:
Patient admitted for left atrial appendage occlusion, procedure completed as planned using boston scientific watchman device. In pacu patient became unresponsive, CPR initiated. Echo demonstrated migration of watchman device into the left ventricle. Patient stabilized. Patient to operating room for emergent open heart surgery, removal of watchman device from left ventricle.